Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the bloodline breaks off after termination of treatment. No blood loss, the treatment is finished. When they are disinfecting, the bloodline breaks off. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the defect and one photograph of the product label were provided for evaluation. Photographs were visually evaluated, and the pump tubing and the pod port were observed to be broken off. No sample was provided for evaluation. Based on the data from the investigation most likely potential cause is that the defect originated from the excessive force being placed on the set during use. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.